Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a third-party service provider that a bipap a40 ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The bipap a40 was returned to a third-party service center for remediation, and the customers complaint was not confirmed. The technician confirmed there were no foam particles inside the assembly. The device evaluation found a ventilator inoperative error code indicating (defective eeprom) recorded in the device event log. In conclusion the devices system board needs to be replaced to address the issue. The root cause is confirmed at this time. The accessory port cover was missing and needs to be replaced. The device will be scrapped as per the customer's request. Correction: e-20 is nr based on the software being up to date. Report no longer needed.

Event description:
The manufacturer received information from a third-party service provider that a bipap a40 ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The bipap a40 was returned to a third-party service center for remediation, and the customers complaint was not confirmed. The technician confirmed there were no foam particles inside the assembly. The device evaluation found a ventilator inoperative error code indicating (defective eeprom) recorded in the device event log. In conclusion the devices system board needs to be replaced to address the issue. The root cause is confirmed at this time. The accessory port cover was missing and needs to be replaced. The device will be scrapped as per the customer's request.

Manufacturer narrative:
Fsn 2023-cc-src-039.